Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during drain 1 of 4 on the home choice (hc). Per the home patient (hp) he pressed go before connecting to the setup. The technical service representative (tsr) assisted the hp to clear the error. The hp would replace the setup and restart. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the system error 2240 alarm is confirmed due to the use error - patient not connected when therapy initiated, which can introduce air into the disposables set and cause the alarm. Per the baxter homechoice operator's manual, users are advised of the correct set up procedure. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. If additional relevant information is received, a follow-up will be submitted.